Event description:
This customer had a question about a shock advisory decision. We are considering this as a malfunction based on the customer report only.

Manufacturer narrative:
This customer had a question about a shock advisory decision. We are considering this a malfunction based on the customer report only. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.